Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with "no signs of pacemaker activity." The implantable pulse generator (ipg) had no output and the device could not be interrogated. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.